Manufacturer narrative:
Additional information: analysis of the returned device shows that visual and optical examination of returned implant identified. Deep inserter witness marks and material deformation suggest lateral bend stress overload as the mechanism of failure.

Event description:
It was reported that a patient underwent an unknown spinal procedure. During the procedure, it was reported that the cage broke during insertion. No fragments remained in the patient.

Manufacturer narrative:
(B)(4): the device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.